Event description:
It was reported that a patient underwent two laparoscopies (B)(6) ago and suture was used. The patient returned to the hospital on an unknown date with pain, abscess and some suture extrusion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.